Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting of a skin reaction while wearing the adc device and customer experienced skin irritation and redness at the sensor site. Healthcare provider contact was made on (B)(6) 2022, and the customer was prescribed advantan cream and recommended to place a barrier patch under the sensor site. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received reporting of a skin reaction while wearing the adc device and customer experienced skin irritation and redness at the sensor site. Healthcare provider contact was made on (B)(6) 2022, and the customer was prescribed advantan cream and recommended to place a barrier patch under the sensor site. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.